Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned in good physical condition. The device was tested with a generator and was functional, activating when each of the max and min activation buttons were pressed, but no continuous activation occurred during any functional testing. It could not be determined why reportedly the device kept being activated after releasing the activation buttons. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a lap lobectomy, the device was activated without pressing the hand switch. Another device was used to complete the case. There were no adverse consequences to the patient.